Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm during rewind due to jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received no motor movement or negligible movement and retries to free a stuck motor failed alarm during basal delivery. Customer stated that the insulin pump was not exposed to high magnetic field. Customer also stated that they were unable to clear the alarm but able to rewind the insulin pump. Customer performed displacement test and self test and both tests were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.